Event description:
Info was received that the patient underwent a revision procedure due to high thresholds and loss of capture on the epicardial left ventricular (lv) lead. There was no asystole or worsening heart failure due to the loss of capture. The lv lead was surgically abandoned. No additional adverse patient effects were reported.